Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010. Therefore, this report requires a 5 day MDR based on this new info.

Event description:
Procedure type: hernia. According to the reporter: when squeezing handle it freezes up, have to pry handles apart then the staple just falls out. Eleven of the 15 tackers were disengaged into the pt's cavity. The surgeon removed those tacks that fell into the pt. There was no bleeding. Extension of operating room time was 30 mins.